Event description:
It was reported that a user contacted support for concerns about high blood glucose while using an ilet system, without confirmatory meter strips and without symptoms, after changing pump supplies earlier that day and again before calling. Symptoms included no reported clinical manifestations of hyperglycemia. Outcomes included no reported medical intervention and no hospitalization. Troubleshooting and education were provided, including guidance on hydration, supply changes, and follow-up to reassess glucose status. Investigation included a review of user-reported history and device use, with support-led troubleshooting. Investigation of this case revealed no confirmed device malfunction, no component failure, and no verification of hyperglycemia due to lack of capillary confirmation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.